Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: a partial lead with the connector pin measuring 13.7cm was returned for analysis. Fracture of the inner coil and conductors was noted at the distal end of the returned segment. This fracture is consistent with the field observation of capture anomaly, high hv lead impedance, and high pacing lead impedance.

Event description:
It was reported that the asymptomatic patient presented for normal follow-up. Out of range pacing and high voltage lead impedances were observed. Loss of capture, lead fracture, oversensing and insulation anomaly were also noted. The proximal portion of the lead was extracted and the distal portion was capped. No patient complications were reported after the event.